Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed with the use of vps. During insertion a blue bullseye was received. An x-ray confirmed the tip location was in the patient's internal jugular. Follow up information states they repositioned the catheter. There was no patient death or complications reported.